Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2011, the patient's blood glucose was running low throughout the day. He awoke with a blood glucose reading of 74 mg/dl. At around 3 pm, the patient reportedly moved 5 safes up a hill. He checked his blood glucose around the same time and obtained reading of "54 mg/dl." That night at 11:32 pm, he tested at 41 mg/dl, drank a large bottle of gatorade, and took a glucose tablet. At 11:39 pm, his blood glucose went up to 56 mg/dl. No other blood glucose was taken for that night. Throughout the night, the bolus history shows the administration 3 normal doses of bolus insulin; at 1:52 am, 4.55 units; 2:08 am 8.75 units; and 2:33 am, 3.75 units. Reportedly, the patient did not recall programming the aforementioned bolus insulin intake. The patient woke up on (B)(6) 2011 at 3:03 pm with his blood glucose at 250 mg/dl. The infusion set was no longer attached. His back was sore and his tongue appeared to have bite marks. The patient's mom thinks he may have had a seizure while he was sleeping. The patient's infusion set, site, and... During troubleshooting, the animas representative assessed the patients alleged low blood glucose by evaluating the animas pump and the circumstances around the incident. The animas representative concluded there was no pump malfunction associated with the alleged event. This complaint is being reported because the patient suffered a seizure after the pump dispensed 3 normal doses of bolus insulin which the patient reportedly did not remember programming.

Manufacturer narrative:
Follow-up #1 (B)(4) 2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the total daily dose history from (B)(4) 2011 to end of pump use on (B)(4) 2011 showed that the daily insulin delivery totals correctly reflected the users programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.